Manufacturer narrative:
H-6 conclusion: event is related to the unintended release of clamps that re-established suction. Device functioned as expected.

Event description:
International affiliate reported that the device was used to provide drainage suction following a neurosurgical procedure. The drain was clamped to discontinue suction. The clamp was unintentionally released and suction applied resulting in cranial bleeding. The patient was returned to surgery to control the bleeding. No further information was provided.